Event description:
Device malfunction: failure to deploy-thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath splitting could not be completed. The device was removed and manual compression was applied to achieve hemostasis. When the device was removed, it was noticed that the exchange sheath splitting from the hub to the distal end of the device was asymmetric. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.